Manufacturer narrative:
The complaint of leakage was confirmed on the returned used tego¿ connector. As received, part of the top of the silicone seal was sunk inside the tego. The seal had multiple tears on the sides of the device. Also, the area where the post sits inside the seal had been rotated on the tego. The returned tego device was leak tested per product specifications and a leak resulted from the damages to the seal. The probable cause of the damage observed to the seal is typical of overtightening during use. The directions for use (dfu) states: do not overtighten. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 12-oct-2021.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a tego® connector that was reported to have a defective rubber membrane as if the rubber that coats the connector had come apart and the connecting membrane was deformed. This reportedly led to air being sucked into the arterial line of a dialysis catheter during hemodialysis. The tego connector has only been exposed to blood, ultraclean hemodialysis fluid and heparin (catheter lock). The customer believed that the dialysis machine alarmed at some point. There was patient involvement and no patient harm.